Event description:
It was reported by the sales rep that the patient stated she¿s getting an irritation from using the 72r electrodes. It¿s causing blisters and it contained pus. She went to the hospital last week in regards to this matter. They told her to use hydrocortisone for the time being until the irritation clears up. I also advised to stop using the spinalpak until the skin is cleared from any irritations. Received a call back from the patient about the skin irritation with the cover patches. The patient went to the drug store and she bought the paper tape. The patient started getting a skin irritation from the 72r electrodes a week ago. The patient went to the (B)(6) hospital they told the patient to use hydrocortisone cream and benadryl tablets for the itching. The patient was told to contact the company that gave her the spinal pak as they could not recommend anything besides the cream and the tablets. The skin was red and itchy with blisters had puss and swollen. The patient stopped using the stimulator right before she went to the hospital. The patient changed and rotated the electrodes and cover patches every day. The area is cleaned with soap and water. No wipes. The patient has sensitive skin. The patient seasonal allergies. No blood pressure medication. The patient did not call the surgeon. The 72r electrodes lot number is 100101. Cover patches lot number is 019550. I told the patient to wait until her skin is completely clear. Once the skin is clear he can start the time test. New 63b electrodes were shipped to the patient. The patient has allergic reaction to leads placed on the neck for the stimulator. The patient should stop putting the leads on their neck until they speak with there doctor. The patient should explain that they are having rash in the area of the placement. The patient should continue to apply corticosteroid cream to rash. The patient may take benadryl 25mg every 6 hours if they still have itching after the corticosteroid cream. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated she¿s getting an irritation from using the 72r electrodes. It¿s causing blisters and it contained pus. She went to the hospital last week in regards to this matter. They told her to use hydrocortisone for the time being until the irritation clears up. I also advised to stop using the spinalpak until the skin is cleared from any irritations. Received a call back from the patient about the skin irritation with the cover patches. The patient went to the drug store and she bought the paper tape. The patient started getting a skin irritation from the 72r electrodes a week ago. The patient went to the (B)(6) hospital they told the patient to use hydrocortisone cream and benadryl tablets for the itching. The patient was told to contact the company that gave her the spinal pak as they could not recommend anything besides the cream and the tablets. The skin was red and itchy with blisters had puss and swollen. The patient stopped using the stimulator right before she went to the hospital. The patient changed and rotated the electrodes and cover patches every day. The area is cleaned with soap and water. No wipes. The patient has sensitive skin. The patient seasonal allergies. No blood pressure medication. The patient did not call the surgeon. The 72r electrodes lot number is 100101. Cover patches lot number is 019550. I told the patient to wait until her skin is completely clear. Once the skin is clear he can start the time test. New 63b electrodes were shipped to the patient. Update: addi322321 (B)(6) 2021 from (B)(6) dated (B)(6) 2021. The patient has allergic reaction to leads placed on the neck for the stimulator. The patient should stop putting the leads on their neck until they speak with there doctor. The patient should explain that they are having rash in the area of the placement. The patient should continue to apply corticosteroid cream to rash. The patient may take benadryl 25mg every 6 hours if they still have itching after the corticosteroid cream.